Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The us customer reported inconsistent staining with if runs. Some slides failed to stain while other slides did not show any problem within the same run. The customer repeated the tests and got acceptable results. The field service engineer inspected the instrument and found that the aspiration and dispense check valve was the root cause for the inconsistent staining. The part was replaced and successfully tested. The instrument is fully operational, within specifications and available for the user. No impact on patient diagnosis was indicated.